Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urgency frequency. Patient stated he has been unable to void. When attempting to void patient stated he strains and gets dizzy. Patient called his clinician because he was not feeling stimulation and was sitting at 6.0. Patient also stated he was experiencing back pain. The issue was not resolved at the time of this report. No further complications were reported/anticipated.